Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, the blower motor was found to be inoperative, the flow sensor was leaking and the internal battery failed to charge. The device¿s motor blower, internal battery and flow sensor assembly were replaced to address the issue. Additionally, the device's dc connector, capacitor, battery holder, rear enclosure and active exhalation control module were found to be physically damaged and were replaced to address the issue.